Manufacturer narrative:
H3: product analysis of part: 5011022, lot no: 35ra visual and optical inspection confirmed the spacer has been deformed. The damage appears to be the removal/adjustment process. This type of damage is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care professional via manufacturer representative regarding a patient having posterior lumbar interbody fusion for lumbar canal stenosis (lcs). It was reported that during rotation,a misalignment between the marker and inserter was observed. After removal, deformation of the cage was confirmed. No patient symptoms were reported. There were no further complications reported regarding the event.